Manufacturer narrative:
Prior to each event, tpm was calibrated and qc results were within the established ranges. Intermittently low tpm fliers were generated by the analyzer and some erroneous results were reported. On (B)(4) 2010, a bci field service engineer (fse) performed troubleshooting on the total protein module for failed calibrations. The customer requested a new module and was placed on the analyzer. On (B)(6) 2010, the customer called bci hotline for low tpm flyers. On (B)(4) 2010, the fse replaced the sample probe. As of (B)(4) 2010, tpm was operating within the specifications. The root cause for this event has not been determined to date.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously low total protein (tpm) results generated by unicel dxc 800 pro synchron chemistry analyzer. The results were reported out of the laboratory. Subsequent testing on an alternate analyzer produced higher results. Amended reports were issued. The customer stated that the physician did not believe the results and no patients were treated based on the erroneous results.